Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4, h3; lot number updated from unknown to 3052841.

Event description:
User facility medwatch report received that states: "cuff miss - when trying to deploy the suture in the prostyle devices, nothing anchors to the blood vessel and the suture doesn¿t pull through. What was the original intended procedure? : afib ablation. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do;"

Manufacturer narrative:
Attachment medwatch uf/importer report # 5000510000-2023-8071. Correction e4 - initial report sent to FDA updated from ¿no¿ to ¿yes¿. Correction g2 - report source updated to ¿user facility¿. Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using three prostyle devices after a cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issues] occurred with the three prostyle devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.